Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While a new ruby coil was being removed from its dispenser hoop, the ruby coil became unsheathed. Therefore, the ruby coil was set aside and did not come into contact with the patient. The procedure was completed using new ruby coils.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The outer diameter (od) of the pusher assembly mid-joint was measured using a laser mic (an# (B)(4)) and found to be within specification. The inner diameter (ID) of the introducer sheath friction lock was measured using a calibrated pin gaugeand found to be within specification. Conclusions: evaluation of the returned device revealed that the ruby coil introducer sheath friction lock was within specification. The ID of the introducer sheath friction lock was measured using a calibrated pin gauge and found to be within specification. The friction lock on the introducer sheath has a smaller ID then the rest of the sheath, which allows the sheath to seat properly on the pusher assembly¿s mid-joint. Further evaluation of the returned device revealed that the pusher assembly mid-joint was measured and found to be within specification. The ruby coil was advanced within its introducer sheath. While advancing the pusher assembly mid-joint through the introducer sheath friction lock, slight friction was observed. However, this friction did not prevent the sheath from being advanced distal or proximal to the pusher assembly mid-joint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.